Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote balloon catheter. The balloon was loosely folded with blood and contrast in the balloon and lumen. Microscopic inspection revealed a pinhole in the balloon material, 4mm distal from the proximal markerband. Inspection of the remainder of the device found no additional damage or irregularities. There is no indication the device was inflated over rated burst pressure (rbp). The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100%, chronic total occlusion (cto) target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. After a non-bsc guide catheter was placed from the opposite side of the lesion, a guide wire crossed the lesion then a 3.0mmx150mm x150cm coyote¿ balloon catheter was advanced for dilation. However, on the second inflation at 8 atmospheres, the balloon ruptured after being inflated for 30 seconds. The device was completely removed from the patient's body. The procedure was completed using a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100%, chronic total occlusion (cto) target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. After a non-bsc guide catheter was placed from the opposite side of the lesion, a guide wire crossed the lesion then a 3.0mmx150mm x150cm coyote¿ balloon catheter was advanced for dilation. However, on the second inflation at 8 atmospheres, the balloon ruptured after being inflated for 30 seconds. The device was completely removed from the patient's body. The procedure was completed using a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.